Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose, with sensor and fingerstick values of 227 mg/dl and 208 mg/dl, respectively, after a higher carbohydrate meal, and the user does not meal announce per healthcare provider guidance. Symptoms included weakness, clamminess, and fatigue consistent with hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and a downward glucose trend to 201 mg/dl during monitoring while following hydration and observation guidance and allowing the system¿s correction algorithm to address the elevation. Investigation included telephone troubleshooting and education regarding hydration, continued monitoring, and observation of algorithmic correction. Investigation of this case revealed no device alarms or confirmed malfunctions and no device component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.